Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that the pump had self-suspended without user intervention. It was noted that the user had never suspended insulin delivery on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 02/03/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2014 with the following findings: during testing, the pump powered on in accordance with normal operation. The pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours with no self-suspending occurring. No buttons were found to be hypersensitive. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the case seal. The complaint that the pump was self-suspending was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.